Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they are getting probe obstruction errors on unicel dxc 600i synchron access clinical system. Customer stated that they had flushed probes, and than noticed that both lines going to modular chemistries/cartridge chemistries (mc/cc) probes were not reattach and liquid squirted all over instrument. There was no an effect to patient or user in connection with this event.

Manufacturer narrative:
Customer reattached the lines and this issue has been resolved. Service was not dispatched for this problem. Hardware is the root cause for this event. (B)(4).